Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: d4 (expiry date) the device involved was an instrument and does not have an expiry date. The expiry date reported on the initial was filed in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While the or team prepared the or room for a thr procedure (total hip replacement) at (B)(6), they noticed that the tip of the stem anterior inserter shaft is broke at the end that clings to the stem. The broken tip could'nt be located at the or meaning, the instrument was broke before the set was used for this operation in the or. Customer expressed his concern that the broken tip might remained during the previous surgery and was left in the patient body. Attached are pictures of the broken device. The device will be sent for investigation. The complaint was reported late due to technical issues with the system interface. Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.